Event description:
It was reported that during a da vinci-assisted total hysterectomy surgical procedure, a 5mm permanent cautery hook (pch) collided with 5mm fenestrated bipolar forceps. The bipolar forceps were broken on one side of the jaw and the screw fell into the abdominal cavity. The fragment was retrieved during the same procedure. The customer performed an x-ray to check for remaining fragments. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. There was interference between the fenestrated bipolar forceps and the permanent hook while attempting to manipulate the arm after the surgery began. The cause of the instrument breakage was attributed to interference between instruments. The instrument was in use for about 5-10 minutes prior to breakage. The surgeon did not notice any issues with instrument functionality. The instrument was straightened upon removal. There was no resistance upon removal or damage to the cannula after the event occurred. There was no damage to the instrument after the event occurred. The fragment was retrieved during the same procedure. The nurse stated that the fragments were retrieved, but it is uncertain whether all the fragments have been recovered. No additional surgical procedures were needed. The procedure was completed robotically and there was no injury to the patient. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument and a fragment(s) are available for review.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image showed the single site instrument had one of the forceps missing and one of the clevis ears was broken off. .

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken distal clevis at the base of the clevis. The broken piece was not returned, measuring roughly 0.2940¿ x 0.2110¿ in size. The clevis did not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis did not show damage.

Event description:
Refer to h11 for follow-up information.